Event description:
It was observed, during the device inspection. That the reno fiberscope exhibited peeling of the connecting tube coating. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e1 (contact telephone number should be blank). Additional information added to field h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the defective event was caused by stress of repeated use, external factors, or handling of the device. However, a definite root cause that led to the malfunction could not be identified. The instruction manual states the inspection method associated with the event in "urf-p7 operation manual chapter 3, ¿preparation and inspection, section 3.3, ¿inspection of the endoscope¿. Olympus will continue to monitor field performance for this device.